Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(6) with event date of (B)(6) 2025. There was no data available to verify pump error(s)/alarm(s) noted 2 days prior to the related svn#: (B)(6) with event date of (B)(6) 2025 and related svn#: (B)(6) with event date of 14-nov-2025 in the formatted history file. On the primary svn#: (B)(6) with event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) with event date of (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) with event date of (B)(6) 2026, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2026 11:08:01.000. Insert battery alarm was found on: (B)(6) 2026 12:54:22.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 at 12:02:58.000. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2026 18:21:00.000, (B)(6) 2026 21:33:00.000, (B)(6) 2026 21:43:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted during testing. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and vibrator assembly noted. No corrosion or moisture damage on the force sensor and motor assembly noted. Force sensor zero offset within specification (23.18 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly and pump/transmitter communication anomaly were not confirmed. During visual inspection, slight corrosion was found on the pcba 1, pcba 2 and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 400 mg/dl greater than 4 hours. The customer reported hyperglycemia was treated with pump. The event involved product(s) unk_reservoir, mmt-381a, mmt-1884, mmt-7040a, acc-822bk. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a crack on the battery tube side. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for unk_reservoir, mmt-381a, mmt-7040a, acc-822bk. Mmt-1884 was requested, and the customer response was the device will be returned.